Event description:
It was reported that during a lobectomy the knife stopped in the middle of firing. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis results found that two devices were rec'd with the knife exposed and with a cartridge loaded in the instrument. The cartridge was rec'd partially fired and with the lockout in the locked position. No functional test was performed, as the knife would not return to its position. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger post were found damaged, in addition the right wedge was found bent. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.